Manufacturer narrative:
The device is available for evaluation. It has not been received.

Event description:
The event involved a plum 360 pump where it was reported that at 1pm the pump let the air flow all the way through the cassette and some air got into the tubing and almost to the patient during infusion of normal saline. The customer stated that normal saline was running on a secondary line at 999ml/hr. 1000ml was in the bag when the infusion started. The bag was empty, but the call back never went off. The pump should have beeped when the secondary 1000ml bag was gone. The primary bag had 250ml in it and it never started pulling from that bag. The whole primary line went dry, and this is when the pump alarmed. There was patient involvement but no adverse event. There was no report of a delay in therapy.

Manufacturer narrative:
Received device for evaluation. Tests: the device passed self-test and visual inspection. The customer compliant was not confirmed that the device has any issue and was able to deliver the correct amount of volume. While testing, found that the pump setting was on rate for infusion settings which allows the pump to continue to pump at 200ml per hour. Probable cause is not found, no issues with the pump. The event log/alarm history reviewed, and no error codes found. A 12-month service history was reviewed, and no similar event found. Additional information found in d9: date returned to mfg on 5/11/2022.